Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c plunger rod was broken/ damaged. Verbatim: complaint via email. Email(s) attached nursing staff utilized syringes to inject medication and there was much resistance with the plunger which caused the plunger to snap in half. Nursing staff then grabbed a second syringe and the same resistance issue persisted as well as medication flowing back into the syringe. The incident happened on 4/14; there were no injuries or negative complications, and yes, I can secure some samples of that lot number to send to you. It wasn't indicated what the syringe was attached to and it wasn't indicated what medication was used at the time of the event.